Event description:
Event description guidant received information that this patient presented to the hospital with syncopal episodes. Once hospitalized, the pacemaker dependent patient felt her heart was racing. Review of electrograms (egm) with a surface electrode revealed pauses in pacing and maximum sensor rate pacing. Arm movements reproduced noise and resulted in pacing inhibition. Review of stored egm's revealed tachycardia episodes due to rhythmic noise. The device was explanted and replaced. One week later, the patient presented to the hospital with dizzy spells. Using telemetry to monitor the system, pacing inhibition was observed. During the procedure to replace the lead, intermittent loss of capture was noted. The lead was surgically abandoned and the device was returned.